Event description:
Surgical staff report they were using a neoprobe. They had draped it with a neoprobe drape. The piece that covers the probe is made of latex and the rest of it is made of clear plastic. While the neoprobe was being used, the latex part of the probe drape that covered the probe split open exposing the probe. A piece of latex fell off and was found and removed from the sterile field. No injury to patient. Probe drape saved for evaluation purposes.